Event description:
Philips received a complaint by the customer on the v60 indicating that the error for proximal pressure accuracy had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The error was confirmed in the event logs. It was also noted that the customer had recently replaced the flow sensor on their own in a separate case which then prompted the rse to advise the customer to check the orientation of the two hoses. The customer then confirmed that swapping the two hoses to the correct orientation had resolved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.